Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Liu, c., crnkovic, a., dalfino, j., barlin, j., pilitsis, j. 1830: whether to proceed with deep brain stimulator battery change in a patient with potential sepsis. Critical care medicine. 2016;44(12 suppl 1):533. Doi: 10.1097/01.ccm.0000510503.36138.47. Summary/reported event: a (B)(6) -year-old man with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) was reportedly presenting for an ¿elective dbs battery exchange procedure¿ of their depleted ins when symptoms of a 103°f fever, rigidity, severe tremors, altered mental status and autonomic hyperactivity were noted. They suspected this may be sepsis initially, but the patient¿s lab work revealed elevated creatine kinase, leukocytosis with acute renal failure likely secondary to rhabdo myolysis, autonomic instability of tachycardia, hypertension, and agitation, rapidly evolving fever and altered mental status. ¿parkinsonism-hyperpyrexia syndrome (phs)¿ was reportedly suspected but not initially diagnosed due to the rarity of phs occurring in the setting of a ¿malfunctioning dbs.¿ the patient was transferred to the medical intensive care unit for management. Despite the administration of dopaminergic medication, dantrolene and antipyretic drugs, it only offered temporary supportive measures. The definitive therapeutic intervention for our patient is prompt restoration of dbs. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.